Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 3 of 5 while the hp was connected. During troubleshooting it was determined that the transfer set was closed during the therapy. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The hp was going to dispose of all current supplies and start the therapy over using a new set of supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.